Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. Instrument was subjected to further testing and failed the grips clip test. Inspection of the instrument found no damage on both the distal and proximal end.

Event description:
It was reported that the large hem-o-lok clip applier instrument was tagged as defective for return. There was no reported patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the medium large clip applier instrument was not checked prior to the start of the procedure. A backup instrument was used to complete the surgical task. No fragment fell inside the patient. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.